Event description:
On 20-feb-2026, an arthrex subsidiary employee reported via email that an ar-2323bcsp 5.5 mm biocomposite swivelock anchor, self-punching with white/blue 1.3 mm suturetape experienced an issue during use. While inserting the anchor into the bone, the eyelet detached from the device. The surgeon removed the eyelet and attempted to reattach it; however, it remained loose and difficult to use. The initial device was removed from the patient and replaced with another ar-2323bcsp anchor to successfully complete the procedure. There was no significant surgical delay, and no additional anesthesia was administered. The issue occurred during a procedure on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.